Event description:
It was reported that two atw35's were used during a laparoscopic assisted vaginal hysterectomy.it was reported by the affiliate that the jaw dislodged after the first firing. New instruments were used to complete the case.there was no consequence to the pt.